Manufacturer narrative:
Internal report reference number: (B)(4), meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 350 mg/dl fasting. The customer¿s expected fasting blood glucose test result range is 115 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer did not want to continue with the troubleshooting process and no further information was able to be obtained.

Manufacturer narrative:
Sections with additional information as of 08-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.